Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image noise was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) establishment name: kyonan medical center corporation group fujikawa hospital (noting due to character limit). The device was returned to olympus for evaluation and the reported event was confirmed due to breakage of the image sensor. In addition to the abnormal image color tone found due to damage on the charged coupled device unit in the endoscope connector, other evaluation findings are as follows: the bending section cover was scratched; the adhesive on the bending section cover was chipped; and the bending section could not be fixed firmly due to damage on the forceps elevator lever. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the flex deflectable videoscope displayed a noisy image. There was no report of patient harm. The device was returned, evaluated, and an image color tone abnormality was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.